Event description:
It was reported the patient had the pump about 6 months and had to have it replaced. It kept flipping and it got ¿all twisted up¿ so the patient did not get the medications. The patient told the health care provider (hcp) and the hcp ¿knew¿ it was nothing wrong with ¿what he did¿ and the pump worked just fine. The pump had to be replaced because ¿it turned so much, it broke the line.¿

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: neu_ unknown_cath, serial# unknown, product type: catheter. (B)(4).